Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient said she was originally on program 2. Now she is on program 3. Lately she has been having to turn the stim up because she has been having bladder leakage. This has been causing stimulation at the implant site. Patient said she hasn't done as well on program 3 as program 2. Patient said this has probably been going on for a few weeks now. The patient synced with the patient programmer and stimulation was on. Program 3 at 0.5 volts. Patient switched to program 2 at 0.4 volts. Patient said she could feel the stim. Patient switched to program 2 at 0.4 volts and could feel stimulation. The patient was helped to switch programs and then she said she was going to sit there for a while and see how it feels. The reported symptoms were noted as gradual. Additional information reported a week later stated that the ins was for overactive bladder (oab), and that she previously changed from program 3 to 2 but since a couple of days ago, she has been having problems in the area of her implant site. The patient reported that she feels jolts and shocks in that area that stop her in her tracks. The patient stated that this morning she was woken up from the jolting and shocking feeling. The patient turned the stimulation all the way down to 0.1v, but this level will not help with her symptoms and she still feels the shocking every couple of minutes. The patient stated the hcp told her to call manufacturer. Patient services (pss) walked the patient through changing from program 2 at 0.1v, to program 3 to 0.4v. The patient confirmed the ins was on and the issues of shocking/jolting had been resolved. Additional information received on (B)(6) 2020 stated that she was getting shocks at the implant site. Patient said she decreased stim to 0.1 and within a few hours the shocks returned so she had stim at 0.0. Patient said she also changed the program from program 2 back to program 3. During the call patient changed to program 4 and increased stim and was not feeling "shocks." Pss recommended patient to follow up with hcp to have device checked. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they changed from program 3 to program 2 because of vibrating at implant site. However, they began getting the shocking feeling, so they went back to program 3, but felt shocking again, so they called. They were asked to try another program so, now they were on program 4 at 0.5. It was stated that they had no idea what caused it; they only noted that they had gained weight, about 5 pounds. It was noted that each time they called they were helped by friendly people urging them to try another program, so after 3 times of changing, they settled at program 4 0.4 as of (B)(6) 2020. No further patient complications are anticipated or expected as a result of this event.